Event description:
It was reported that during the implant procedure that the right cylinder was not implanted with a spectra penile prosthesis (spp). The spp left cylinder was only implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.